Manufacturer narrative:
B3: date of event: june 2024. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: other. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause could not be determined. Historically, guidewire separations have occurred due to pulling the guidewire back through the needle or due to high tensional forces during withdrawal. The instructions for use (IFU) states: "caution: do not withdraw the guidewire through the needle, as shearing of the guidewire may result." Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "access wire stuck in the distal tip of the needle which was left inside of the body. Distal tip of the wire was stuck in the access needle. Upon removal, the wire had unraveled within the body outside of the needle. Ir doctor came in and tried to retrieve it. All doctors decided to leave it in the body after performing an svc angiogram. Terumo glidesheath slender fr. 5. The intended procedure was cardiac cath lab procedure."